Manufacturer narrative:
Additional information received through the service report indicates that the pre-repair temperatures after 1 minute were: gear 89.0°f, motor 91.9°f, and bearing 89.3°f. As these values are below 118°f, the device does not meet the reporting criteria. There is no information to reasonably suggest that the device described in this report may have caused or contributed to a death or serious injury, nor that it has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H3: analysis found that the bearing was corroded and after 1 min pre repair temperature were gear 89.0, motor 91.9 and bearing were 89.3. H6: fdm code b17, fdr code c20, fdc d16, imf f2601 and img g04063 are no longer available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the, the m4 handpiece is overheating and not rotating correctly with its response to the footswitch. There was no patient involvement.